Manufacturer narrative:
Complaint no.: (B)(4).

Event description:
It was reported, the catheter was being placed into the pt's right arm in their room. The clinician started to insert the stylet and got a blue bulls eye, however, they had only advanced the catheter 7cm. At which time, the blue bulls eye symbol went away and changed to a green arrow symbol. They could not advance the stylet further than 15cm. They removed the stylet and tried again a few more times. They were unsuccessful with the procedure. They were unable to find a good vein to place a catheter. There was delay in treatment with no pt harm and no pt death or complications reported. It was noted the lot number for the stylet is unk and the stylet was discarded.